Event description:
Updated Clinical Narrative: Additional information provided on 20-JUL-2026, the patient expired while on support on (b)(6) 2026. The pre support clinical state consistent with SCAI Shock Stage E previously reported and SCAI shock stage D.The death is conservatively being reported to the Impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in SCAI Stage E shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
B2: Added death and death date.B5: Added additional information regarding patient outcome. D6b: Added explant date.H1: Corrected to death.H6: F02.

Event description:
A 54-YEAR-OLD MALE WITH ACUTE MYOCARDIAL INFARCTION COMPLICATED BY CARDIOGENIC SHOCK (PRE-SUPPORT SCAI STAGE D) UNDERWENT IMPELLA 5.5 IMPLANTATION VIA THE RIGHT AXILLARY ARTERY WITH JP DRAIN PLACEMENT. THE PROCEDURE WAS REPORTED AS UNEVENTFUL WITH HEMOSTASIS ACHIEVED IN THE OPERATING ROOM. FOLLOWING TRANSFER TO THE ICU, THE PATIENT EXPERIENCED APPROXIMATELY 1.6 LITERS OF BLOODY OUTPUT FROM THE JP DRAIN OVERNIGHT, CORRESPONDING TO AN ESTIMATED BLOOD LOSS OF 7 UNITS. ANTICOAGULATION MONITORING WAS PERFORMED USING PTT, WITH VALUES REPORTED WITHIN NORMAL LIMITS, AND THE PATIENT WAS NOT RECEIVING ANTITHROMBOTIC MEDICATIONS. CONTRIBUTING FACTORS INCLUDED COAGULOPATHY, ELEVATED LIVER FUNCTION TESTS, LOW PLATELETS, AND PATIENT MOVEMENT DURING SUPPORT. THE BLEEDING WAS IDENTIFIED AT THE ACCESS SITE ARTERIOTOMY/VESSEL WITHOUT EVIDENCE OF VESSEL PERFORATION OR DISSECTION. MANAGEMENT INCLUDED TRANSFUSION OF PACKED RED BLOOD CELLS AND PLATELETS, AND HEMOSTASIS WAS ACHIEVED WITH PRODUCT TRANSFUSION AND OTHER INTERVENTIONS. FORWARD SUTURING, 4X4 GAUZE UTILIZATION, PROPER REPOSITIONING SHEATH PLACEMENT WITH ANGLE MATCHING, AND INTRODUCER PEEL-AWAY OUTSIDE THE BODY WERE CONFIRMED. THE IMPELLA 5.5 REMAINED IN PLACE AND WAS NOT REMOVED DUE TO THE EVENT. THE PATIENT REMAINED ON SUPPORT AT THE TIME OF REPORTING. ADDITIONALLY, THE PATIENT HAD PREVIOUSLY BEEN SUPPORTED WITH AN IMPELLA CP VIA THE RIGHT FEMORAL ARTERY. THE BLEEDING APPEARS MULTIFACTORIAL WITH SIGNIFICANT PATIENT-RELATED CONTRIBUTING CONDITIONS INCLUDING COAGULOPATHY, LOW PLATELETS, AND ELEVATED LIVER FUNCTION TESTS. INVESTIGATION WILL CONTINUE UPON RECEIPT AND EVALUATION OF THE RETURNED PRODUCT.

Manufacturer narrative:
THIS REPORT IS BEING SUBMITTED PURSUANT TO THE PROVISIONS OF 21 CFR, PART 803. THIS REPORT MAY BE BASED ON INFORMATION WHICH HAS NOT BEEN INVESTIGATED OR VERIFIED PRIOR TO THE REQUIRED REPORTING DATE. THIS REPORT DOES NOT REFLECT A CONCLUSION BY ABIOMED INC, OR ITS EMPLOYEES THAT THE REPORT CONSTITUTES AN ADMISSION THAT THE PRODUCT, ABIOMED INC, OR ITS EMPLOYEES CAUSED OR CONTRIBUTED TO THE POTENTIAL EVENT DESCRIBED IN THIS REPORT. IF INFORMATION IS OBTAINED THAT WAS NOT AVAILABLE FOR THE INITIAL REPORT, A FOLLOW-UP REPORT WILL BE FILED AS APPROPRIATE.